Event description:
Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating was peeling on the guidewire. There were no clinical consequence to the patient.

Manufacturer narrative:
The guidewire was returned jammed within a stent delivery system inner body. Attempts made to flush the inner body and remove the guidewire were not successful. The stent delivery system inner body was kinked and separated. The ptfe (polytetrafluoroethylene) on the proximal section of the guidewire was scraped off at the inner body kink/separation area. It is likely that the damage to the ptfe coating was a result of the interaction with the inner body. Therefore, this investigation has been assigned a root cause of operational context.

Event description:
Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating was peeling on the guidewire. There were no clinical consequence to the patient.